Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported multiple intermittent cartridges would not fit onto the pump appropriately. The customer's blood glucose reached 264-265 mg/dl. The customer reverted to alternate insulin therapy.